Manufacturer narrative:
The customer declined ge healthcare service reporting they had resolved the issue. No further information available. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported an error preventing some modes of ventilation. There was no report of patient involvement.